Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a change in longevity due to right ventricular (rv) auto capture being in suspension mode. Technical services (ts) recommended reprogramming of the device. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a change in longevity due to right ventricular (rv) auto capture being in suspension mode. Technical services (ts) recommended reprogramming of the device. This device remains in service. No adverse patient effects were reported.